Event description:
Customer alleged they have been processing their scopes/devices in the sterrad nx since 2009. It recently came to their attention per the instructions for their jiris acmi device that, "sterrad is not suitable for double lumen". They were processing both models in the sterrad nx unit. Customer states no patient reactions/adverse effects to her knowledge.

Manufacturer narrative:
Conclusion: customer reported once reviewing the compatibility information for their jiris acmi scopes it was determined they were not compatible with the sterrad nx. They have since discontinued processing in the sterrad nx.